Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the guidewire fractured at l5 on the right side. Approximately 7-8 mm broke off. The fragment was not able to be removed from the patient. The bone screw was placed using another guidewire. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visual review identified approximately ~8mm of the proximal tip broken off and not returned for analysis. Optical inspection of the shaft identified axial galling in multiple locations near the fracture surface, consistent with off-axis trajectory while under power. Helical fracture surface morphology suggests torsional overload. Dimensional inspection confirms shaft diameter conforms to print specification.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.